Manufacturer narrative:
Complaint statement (B)(4).: no samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batch. We forwarded the complaint and customer pictures to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormality which could be related to the reported issue. Retain samples were visually inspected; no bent front needles were observed. Rigidity tests were performed; all were within the range of standards. From the appearance of the samples in the customer picture, it was surmised that the needles may have been bent due to excessive force during activation of the safety. The complaint cannot be determined.

Event description:
Customer states when closing the safety, the needle bends out.